Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would power on when attempted during daily check. The battery of the device was removed and reinserted after which the device worked normally. There was no patient use associated with the reported event.